Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The sapien 3 ultra valve was returned crimped on a 26mm commander delivery system, which was inserted through the sheath. The crimped valve protrudes out of the sheath liner with tissue surrounding the sheath shaft in that region. During visual inspection, the valve was observed crimped. Multiple struts were flared outward on the inflow and outflow of the valve. The valve protrudes out from the expandable portion of the sheath shaft. The valve was expanded and the valve profiled appeared to be deformed / distorted. All leaflets were wrinkled, dehydrated, and torn, due to the return condition. All struts were exposed through the skirt, normal after crimping and use. No functional or dimensional testing was able to be performed due to the device return condition. The serial number was not provided, therefore a DHR review and lot history review are unable to be performed. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. The pra documents the difficulty advancing delivery system through sheath, resulting in procedural delay, which did occur during this event. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. The frame damage was confirmed from the evaluation of the returned valve. Review of manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'when inserting the delivery system, operator pushed too hard and it protruded through the sheath in a curve and an iliac perforation occurred.' Additional follow up from the field stating that the resistance was expected due to calcification/tortuosity. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patient or procedural factors alone or in combination increase resistance and require a high push force for delivery system advancement. During return product evaluation, scratches were noted on shaft, indicating a presence of calcification in access vessel. As captured in the pra and CAPA, it has been identified that high push force of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as sheath and valve frame damage. In this case, it is possible that the device was excessively manipulated to overcome insertion difficulty caused by calcification/tortuosity, which resulted in frame damage. The damages seen on the sheath (liner strand, liner torn and hdpe damage) further support the suggested scenario above. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01912. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, while inserting the delivery system with valve through the sheath the physician pushed too hard and the valve protruded through the sheath in a curve, resulting in an iliac perforation . All the devices were removed from the patient as one unit. The patient needed surgery and the case was aborted. The patient remained stable. The devices were received for evaluation. The valve frame was observed to be severely damaged and crushed. Outflow and inflow struts bent and distorted.